Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (indicating air in the set) on the homechoice (hc) unit during dwell 5 of 5. The home patient (hp) was still connected and the cause of the alarm was unknown. The hp would finish with a manual bag. The proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported. Product surveillance contacted the pd nurse on (B)(6) 2010 regarding the reported problem and the nurse stated that he just saw the hp (B)(6) and is aware of the alarm. He stated that the hp is resuming therapy successfully without any complications and did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The device was discarded.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 5 of 5 was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).